Event description:
Procedure type: nephrectomy. According to the reporter: during the procedure, a part of the device was broken and the broken parts fell into the cavity. They were retrieved from cavity, but it was not sure whether all of pieces were retrieved. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).